Event description:
It was reported that after the implantable neurostimulator (ins) was replaced, high impedances of greater than 40,000 ohms was measured on one contact. High impedance was measured on the patient¿s active contact so they were not getting therapy. At the time of the ins replacement, impedances were measured to be normal. There had been no falls or trauma. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_ext, serial # unknown, product type extension. (B)(4).